Manufacturer narrative:
The pump was received with no button response, problem isolated to the keypad assembly. Unable to verify prime/fill anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s button were not working. The customer was able to go through load and the buttons were working and the self test passed. No harm requiring medical intervention was reported. The device will be returned for analysis.